Event description:
Catheter was explanted and the reason stated was "other". It was noted that the surgeon "could not pass the catheter higher up and failed twice". A "high dose/low effect" was also stated. A catheter dye study was done, the results were not specified. The drug infused was baclofen 2000 mcg/ml. Prior to revision baclofen intrathecal dose was 998.9 mcg/day on (B)(6) 2011. Following revision there was a 85% decrease in baclofen dose: 150.1 mcg/day. Pt recovered without sequelae.

Manufacturer narrative:
(B)(4).